Event description:
On (B)(6) 2017, when the subject device was interrogated for an ICD check, the last charge time was displayed as "1.0 s" under the system status section on the overview screen. According to the physician, there were no recorded arrhythmia episodes when charging of the capacitor could have occurred. Measurement of the charge time was performed, but the result was 13 seconds and no abnormalities were observed.

Manufacturer narrative:
Preliminary analysis revealed no irregularities regarding charge time.

Event description:
On (B)(6) 2017, when the subject device was interrogated for an ICD check, the last charge time was displayed as ¿1.0 s¿ under the system status section on the overview screen. According to the physician, there were no recorded arrhythmia episodes when charging of the capacitor could have occurred. Measurement of the charge time was performed, but the result was 13 seconds and no abnormalities were observed.

Event description:
On (B)(6) 2017, when the subject device was interrogated for an ICD check, the last charge time was displayed as ¿1.0 s¿ under the system status section on the overview screen. According to the physician, there were no recorded arrhythmia episodes when charging of the capacitor could have occurred. Measurement of the charge time was performed, but the result was 13 seconds and no abnormalities were observed.